Event description:
It was reported that the right ventricular (rv) lead exhibited high bipolar and uni-polar impedance measurements, along with high threshold measurements, no pacing and no capture. The rv lead was explanted and replaced and analyzed again, in which the same results were observed. There was then a suspected lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and electrical resistance and continuity test results were passed. Visual inspection found setscrew mark too proximal on pin, which indicated the lead was not fully inserted into the device and it might relate to the electrical complaints. (B)(4).